Event description:
It was reported during the implant procedure, that the lead helix would not deploy. The number of turns with fixation tool was limited to 25 while in the body. Lead was then extracted and inspected. Additional turns did not turn the helix. The lead was replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix disengaged from helical channel. The distal conductor had blood/body fluid (not obstructed), inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), blood in/on the helix/lobe mechanism, and a tip seal observation.